Manufacturer narrative:
Corrected data: expiration date entered in error, on original report. Please disregard, as this is a reusable instrument. An event regarding crack/fracture involving a da instrument impactor. Conclusion: it was reported that curved cup impactor was broken. The material analysis report confirms that the curved cup impactor fractured in overload and eds showed that it was consistent with a 17-4 ph stainless steel alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information and/or device becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cup impactor broke.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not returned.

Event description:
Cup impactor broke.